Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance and oversensing. The rv lead was capped, re mains in the patient and replaced with a different lead. It was also reported during use the right atrial (ra) lead exhibited low impedance and oversensing. The ra lead was capped, remains in the patient and replaced with a different lead. No patient complications have been reported as a result of this event.